Event description:
Medics responded to patient showing asymptomatic bradycardia. Lp12 connected to patient with ECG leads and therapy patches. Pacing was started. Pacing would stop and had to be restarted repeatedly. Customer stated that the therapy cable had to be held in to keep pacing working. The patient was transferred to a back up device. No adverse outcome to patient due to the availability of a back up device.